Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to a lead integrity alert (lia) on the rv lead. The lead had a sharp rise in pacing impedance and the impedance was now high. In addition, intermittent oversensing was noted along with multiple noise episodes. The lead was initially programmed off and was subsequently capped and replaced. No patient complications have been reported as a result of this event.